Event description:
Problems with the alaris syringe pump at the site was described as follows: the first problem was encountered when the syringe pumps needed to be rebooted when they would just shutdown/lock-up with a calibrate error message. When that continued to happen, the syringe pumps were removed from service and another pump was used instead. Clinical engineering, the pump coordinator, and alaris reviewed the logs. From that review and picu (pediatric intensive care unit) nursing input, it was concluded that there was an unresolved problem with the device. The syringe pumps were returned to alaris for update/repair. The pumps were returned and re-introduced at the hospital following re-education of the staff.during the one month period of time after the syringe pumps were reintroduced at the hospital, the same problems noted above occurred and a second problem was identified. Namely, when nurses responded to the alarm signal they noted that the delivery of the medication stopped until the restart button was pushed again. This concerned the staff, since these infusions were often critical to the child's stability/recovery. No one was able to determine a frequency/pattern to this failure. This problem would sometimes occur up to 8 times per shift. The logs were again reviewed and it was determinedthat the error message was related to the open/closed barrel clamp. Education was again reinforced since alaris continued to state that the problem was user error.an alaris engineer was sent to observe the problems described above. The engineer remained on the picu unit for an entire 8 hour day. A couple of days after this a telephone conference was held between this engineer and another alaris engineer and it was determined that there was a software problem. No pumps were pulled fromuse, however the alaris syringe pumps were not used for inotropic therapy. Alternate pumps were made available for this therapy. This back-up system was reinforced with an additional safety double check for such infusions. Alaris stated that they would handle this software upgrade under the service heading since this upgrade had not yet been released for customer purchase.several days later a representative from alaris stated that an upgrade would be made to the software. At that time, they will also look at the sensitivity of the device in correlation to the 60cc syringe use and label on that syringe. Alaris is questioning whether the use of a 60cc syringe in this pump and the label on the 60cc syringe impact the working of the device. One last issue will also be brought to their attention. It seems that the internal time mechanism does not correlate with real time. A summary of alaris' findings has been requested.

Event description:
The report is general description of 2 separate issues encountered in using the device: a calibration error message and a restart message. No incident dates, no serial numbers were provided. Initial complaint in 2004, where 6 devices had "calibrate" messages and pumps stopped. All failed plunger position testing when pm'd by biomed, customer removed all of their syringe modules from service and requested all modules be evaluated. No pt harm was reported in any of the events, all info was anecdotal and no speicific event dates, times, medications, or infusion rates were available.